Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and occasionally had no capture. It was noted that the patient experienced dizziness and arrhythmia. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.